Manufacturer narrative:
E1: reporter phone number: (B)(6).

Event description:
It was reported the patient is not receiving effective therapy due to low impedances. Surgical intervention may be pending to address the issue.

Manufacturer narrative:
A patient experiencing low impedance was reported to abbott. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.